Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellamap orion catheter was visually inspected, and foreign material was found in the central support. Functional testing showed that the catheter functional mechanism did not work properly; abnormal resistance was felt when actuating the device. With all available information, the reported event of catheter deployment/undeployment failure was confirmed, as foreign material was found in the central support which affected the performance of the device related to the deployment.

Event description:
Reportable based on analysis completed on may 15, 2025. It was reported that there was difficulty in deploying the intellamap orion catheter. However, analysis of the returned device found foreign material located in the central support. Please see block h11 for full investigation details.